Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Refastened the cable outer insulation to strain relief. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that cable is coming out of c-arm of the 6800 system. There was no report of pt injury.